Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right ventricular lead revision procedure after it was noted that the lead was dislodged sometime over night after being implanted. During the procedure physician decided to electively explant the right ventricular lead and device. A new competitor leadless pacemaker was implanted. The patient was stable before and after the procedure.